Manufacturer narrative:
H6: investigation summary: it was reported there was a free-floating black particle within the cell suspension. The particle was identified as polypropylene. To aid in the investigation, fifteens photos were provided for evaluation by our quality team. The photos show different charts, particle shapes and reports. No other information could be obtained from the photo. A device history record review was completed for provided material number 309653, lot 1112035. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer of a particle is confirmed. However, there is no conclusive evidence that the source is from the syringe. The plunger rod is located in the non-fluid path and assembled to the rubber stopper which acts a barrier between the rubber stopper and the fluid path area.

Event description:
It was reported that during use with 2 bd luer-lok¿ syringe "particulates" were discovered in fluid path. The following information was provided by the initial reporter: on (B)(6) 2022, during timepoint zero (t=0) testing and visual inspection container closure and particulates assessment of bag #6 containing final product adp-a2m4 lot eng22075-22-087, a particulate was identified. The bag of final form cell material contained a visible and free floating black particle within the cell suspension (refer to vcom-us-2023-003 first particulate.pdf). Confirmatory testing performed by quality control also observed a particulate in a second cf-50 bag.

Event description:
It was reported that during use with 2 bd luer-lok¿ syringe "particulates" were discovered in fluid path. The following information was provided by the initial reporter: on (B)(6) 2022, during timepoint zero (t=0) testing and visual inspection container closure and particulates assessment of bag #6 containing final product adp-a2m4 lot eng22075-22-087, a particulate was identified. The bag of final form cell material contained a visible and free floating black particle within the cell suspension (refer to vcom-us-2023-003 first particulate.pdf). Confirmatory testing performed by quality control also observed a particulate in a second cf-50 bag.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.